Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was reported that a spectrum pump failed downstream occlusion testing alarming after exceeding 20 psi(pounds per square inch). The device was received for evaluation. During functional testing, the reported problem of 'failed downstream occlusion test' was not reproduced. The device was sent for downstream occlusion testing, and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.